Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: strip issue.

Event description:
Customer complains of "lo" results. Customer states that she feels physically fine and denies the need for medical attention. The customer's expected blood results are 110-120mg/dl fasting. Verified test strips expire 11/21/2015. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Customer performed a back to back blood test 115mg/dl and 121mg/dl fasting. Reviewed meter memory: (B)(6). Memory concerns:customers concern: with lo on (B)(6) 2015 11:46:00 am and 11:55:00 am. Customer stated her doctor discontinued her diabetes medications and customer has been controlled by diet for the last 3 months.